Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the pocket was swollen with discharge due to infection. The left ventricular lead was explanted and replaced. The patient was in stable condition.